Event description:
The technician alleged that the bed was not sending a nurse call when a nurse call switch was pressed on the bed. No pt impact.

Manufacturer narrative:
The technician replaced the communication cable to resolve the issue.